Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of adapter / connector defective / damaged with lot 5329070 regarding item #383536. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of leakage with lot 5329070 regarding item #383536. Device history record was reviewed for all reports of defects. No related quality issues or process deviations were found during built and packaging this lot. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that the hub was cracked. "He started the IV, removed the filter and attached the syringe to draw blood. There was a crack in the pink plastic that leaked blood and air all over." Patient harm/outcome: "unsure".

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.